Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a right subclavian vein port placement procedure in the right subclavian region using the powerport ti full size. After some time, on (B)(6) 2026, a leak was developed in the catheter, which was confirmed by angiography. It was also reported that there was extravasation. The port and catheter were completely removed under local anesthesia. However, the current status of the patient was unknown.